Manufacturer narrative:
MFR control number (B)(4). The device will not be returned.

Event description:
It was reported that the male pt underwent anterior cruciate ligament reconstruction in (B)(6) 2012. The doctor inserted the catheter for long term drugs administration, nothing unusual was noted during the insertion or during removal of the guide, the catheter position had been verified by x-ray. The pt remained in the hospital as in inpatient for over 6 weeks. During this period, he was treated for a sepsis, phlebitis, and fever increases. A lot of surgeons examined him and several x-rays, echo, scans were performed (not available) but the piece of the guide was never observed. When the pt went home, he regularly went to a pool for rehabilitation sessions; and on the (B)(6) 2012, he had a knee infection. He went to the ER and an echo doppler showed a piece of the guide that had migrated from the arm (where it was inserted) to the calf of the pt. The superficial femoral vein was totally thrombosed. This echo is also not available but the doctor remembers that it was about 15cm long. On (B)(6) 2012, a medical intervention was performed to remove the piece of the guide.